Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2012. The ac power cord was received on (B)(4) 2012. Testing and investigation found the ac power cord ground prong and blades were twisted and bent. The probable cause for the twisted and bent ground prong and blades is use in the customer environment. If the ac power is attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord ground prong and blades. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ground prong and the blades on the ac power cord plug were bent. The device was returned to the central processing dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ground prong and the blades on the ac power cord were bent. Though requested, no additional info was provided.